Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 240 units of insulin. The customer was using expired cartridges to loaded onto the pump. Tandem technical support reminded the customer this was off label. The customer¿s blood glucose level was 113 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.